Manufacturer narrative:
H3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated treatment was performed. During the test, a loud rumbling sound could be heard within the treatment. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A load cell verification was also performed and the cycler was found to be within tolerance. The go/ no go gauge check passed. In the internal inspection, it was found that the compressor assembly was not correctly assembled, the compressor not centered in the assembly, indicating the source of the rumbling noise encountered during testing. There were no other discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient received scale reading error and supply lines are blocked alarms during treatment. A review of the patient¿s treatment records identified that the patient drained 5738 ml during drain number one of treatment. This drain volume is 230% the patient's prescribed fill volume of 2500 ml. The patient ended treatment in dwell four of four. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was able complete treatment by using continuous ambulatory peritoneal dialysis (capd). The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be available for return to the manufacturer for physical evaluation.